Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) with less than 2 seconds of asystole as the lead was dislodged. The physician repositioned the lead successfully. The lead still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.